Manufacturer narrative:
During the quality investigation, the customer's complaint was confirmed; the device was running while it was on safe mode. Further investigation revealed corrosion damage to the press plug and the bearing. The low motor cartridge was identified as the primary cause of the failure. The damaged parts were replaced and the device was repaired and returned to the customer.

Event description:
A stryker core impaction drill was sent in for repair because it was running on its own during preparation prior to a procedure. No adverse event was associated with the device.